Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected atrial tachycardia (at) and atrial fibrillation (af) and withheld therapy to a dual tachycardia episode. The ICD remains in use. No patient complications have been reported as a resultof this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analysis of the device memory was performed with no anomalies found.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.